Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The failure to deploy was unable to be confirmed as all the device components were not returned. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 8fr sheath after an interventional procedure. Reportedly, the device failed due to calcification. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.